Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump buttons was unresponsive and had to pressed few times. Customer¿s blood glucose was unknown at the time of incident. Customer stated insulin pump had random no delivery alarms, non responsive to new batteries and rewind was not smooth. The insulin pump will not be returned for analysis.